Event description:
It was reported that during implant procedure patient's new left ventricular lead was not able to be implanted. The lead showed resistance while inserting in catheters. The lead was not used and the procedure was completed using an alternate lead on 19 dec 2023. There were no patient consequences.